Manufacturer narrative:
H3/h6: the non-invasive patient tracker was returned for analysis. Analysis found that the returned tracker would not track when connected to a known good system and displayed only red status. Codes b01, c02, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that the patient tracker was not recognized by the system. There was no recognition that it was plugged in. They tried multiple ports. When switching to the new tracker with the same lot number it was recognized and would verify. There was a surgical delay of less than one hour. There was no impact on the patient.